Event description:
Customer reported complaint via manditory medwatch: "premature infant who was critically ill was receiving pavulon and fentanyl. The infant's urine output was noted to be low, as was her glucose. Her oxygen requirement had increased and she had a change in vital signs. The intravenous pump alarmed and the nurse went in to flush the line. Under pressure, fluid squirted out which is when a crack in the needle lock device was discovered. The peripherally inserted central venous catheter line clotted off. The infant had been without medications for an undetermined amount of time. The infant had to undergo surgery for placement of a broviac." Additional info learned from the facility - approximately one week after the incident, the infant's condition worsened, life support was withdrawn and she expired. Personnel at the facility stated that the incident probably did not contribute directly to the pt's demise.